Event description:
A surgeon reported that during nuclear removal of a case, the foot-pedal became stuck in position two. The foot-pedal was exchanged and the procedure was completed with no impact to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).